Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Time clock advances properly. No unexpected watchdog timeout alarm anomalies noted. No unexpected audio/vibrate anomalies/absence of alarm anomalies noted. Pump received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump alarmed watchdog timeout. Troubleshooting was performed. The customer's blood glucose level was unknown at the time of incident. The customer stated that the customer received the watchdog timeout alarm twice. The customer stated that the alarm occurred during normal use. Troubleshooting found that there was an issue with the pump time and the time was not correct. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.